Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. Evaluation of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for molding defect with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes had sharp molding defects on their flash gates that caused pain to the phlebotomists upon insertion of the tubes into the holders. The following information was provided by the initial reporter: "sharp bottom. Customer complaint that vacutainer's bottom is sharp. It causes pain when phlebotomist insert vacutainer tube to vacutainer holder for blood collection. (4 ea among 1box-1000ea)".